Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to high defibrillation threshold. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.